Event description:
The reporter states that he obtained the blood glucose result of 314 mg/dl on the accu-chek advantage system in comparison to a lab result of 145 mg/dl. The results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.